Manufacturer narrative:
Concomitant medical devices: 0296 bsx lead; 4470 bsx lead, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had programmed high output. The lead remains in use. No patient complications have been reported as a result of this event.